Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wire was dislodged from the conductor cap which caused it to stick out. The conductor cap was not damaged. No other damage was found. Failure analysis also found the following damages: the instrument's conductor wire was damaged insulation. The wire was sticking out of the tips of the instrument. The wire was not damaged however the wire was observed to be exposed. Failure analysis concluded that the damage may be due to mishandling/misuse. In addition, there was a piece of material found to be removed/missing from the conductor wire insulation. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported wire sticking out and piece of material missing found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci surgical procedure, it was noted that the wire was sticking out of the tips of the permanent cautery hook instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.